Event description:
Report received of the delivery ending sooner than expected. The pump was programmed by the pharmacy in the tpn mode to deliver a vtbi (volume to be infused) of 1450ml, at an unspecified rate, with a 1 hour taper up, 1 hour taper down, for duration of 12 hours, with a container size of 1500ml, and a 4ml kvo (keep vein open) rate. At an unspecified time, the pt primed the tubing set using the pump and the infusion was started. The customer contact reported that after an unspecified length of time, the pump alarmed for an "empty container." The pump display indicated that 1300ml had infused but "approximately 50-100ml" remained in the container. The purchasing manager tested the pump, using the same pt parameters. The pump reportedly "completed delivery 20 minutes earlier than expected" with an "empty container" alarm. There were no reported adverse pt effects and no medical interventions were required.